Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours, on their back. Symptoms reported include dka, the patient did not specify further. The patient was treated with insulin to bring down their blood glucose level. The patient was released on (B)(6) 2026.